Event description:
It was reported that the 6800 system had an error message at boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The controller board was replaced during the service cell. The system was tested, and found to be working as intended, and put back into service. This MDR is related to ge healthcare complaint.